Manufacturer narrative:
This report is submitted on october 04, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced a loss of connection to the internal device due to a magnet dislodgement. Revision surgery is planned but has yet to occur as of the date of this report.

Manufacturer narrative:
It was reported that the surgery to replace the magnet was completed under a general anaesthetic on (B)(6) 2018. This report is filed on november 06, 2018.